Event description:
Pt had cholecystectomy in am. Pt brought back to surgery at 1745 after internal bleeding noted. Trocar may have been instrumental in causing bleeding from epigastric area. Laparoscopy done with evacuation of hematoma.